Event description:
The complainant had placed an impella 5.5 via direct aortic access for a surgical patient. It was reported that when the impella 5.5 was removed, the metal part of the outflow cage and the cannula became detached. The cannula and the inflow cage remained inside the patient's body (inside the artificial blood vessel). After that, those were successfully removed. An x-ray showed no metal residue inside the body. There were no health hazard to the patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.